Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 52 mg/dl. Customer stated that he just kept getting notifications all the time for high and low alerts even if he had turned them off and his insulin pump kept asking for blood glucose alerts and he cannot get on to care link. Customer stated that he went in to the auto options and he would turn it silence the sensor alerts. Customer stated last night his blood glucose was 52 mg/dl and sensor glucose were 48 mg/dl. Customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.